Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient's skin flap showed tissue breakdown where the patient's eyeglasses and sound processor pressed against the internal device in 2007. The area was treated with topical antibiotics and the patient wore the sound processor on the contralateral side. Revision surgery to change the placement of the internal device was done on approx two months later. The patient was expected to resume use of the sound processor on the ipsilateral side in the following month.